Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported they got an error on the device which stated the pacer had not activated. There was no patient impact.